Event description:
It was reported that a spectrum pump alarmed for a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.